Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, as the device was not returned for evaluation, the reported issue could not be verified, and root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis xi video system center monitor does not transmit the image to the camera. The issue occurred before any procedure. There was no patient involvement.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.